Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power/low power hazard alarm was confirmed with data captured in log file submitted on (B)(6) 2019. The log file captured no external power/low power hazard alarm event was captured on (B)(6) 2019 at 10:46 pm. The analysis could not determine if the loss of power occurred from being disconnected from the back of the mobile power unit or the wall outlet. Also noted, intermittent power cable disconnect (pcd) alarm events on (B)(6) 2019. According to voltage values captured, the black power cable was disconnected and then, within couple of seconds, connected to what appears to be the same 14v battery. There intermittent alarm events were not captured when the system was supported on the mobile power unit. The mobile power unit is not expected to be returned for an evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial # (B)(4)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient experienced a no external power and low power events. The analysis of the log file could not determine whether the disconnect is at the back of the mpu or the wall outlet. No further information was provided.